Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, there is specific evidence that the filter perforates the ivc wall. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, prior to the index procedure, the patient was diagnosed with left lower extremity deep vein thrombosis (dvt) and was started on coumadin; however, presented to the hospital with chest pain and a preliminary computerized tomography (CT) scan of the chest with pulmonary embolism (pe) protocol showed multiple thromboemboli in both the left and right side in the segmental and sub segmental branches. For this reason, it was decided to implant the patient with an ivc filter even though the inr was therapeutic. The right internal jugular (ij) was prepped and draped in sterile fashion. Using ultrasound guidance, access was obtained to the internal jugular vein using a needle and a wire was inserted along with a sheath into the inferior vena cava. A venacavagram was then completed demonstrating no thrombus, a normal size vena cava and identifying the origins of the renal veins. The filter was then deployed to the level of the renal veins. There were no immediate complications. Four days after the filter was implanted, the patient underwent placement of an intracoronary stent to the left anterior descending, indicated for chest pain and unstable angina. There were no reported complications. The patient underwent an abdominal CT scan indicated for filter evaluation approximately six years and nine months after the filter was implanted. The CT reported the ivc located within the ivc with the tip at the level of the renal veins. The ivc struts showed 2mm of extension through the inferior vena cava wall with no organ extension and no fracture. The inferior vena cava showed no evidence of fixed focal stenosis. Incidental findings included hiatal hernia and bilateral small kidneys with perinephric fat stranding. Approximately four months later, the patient presented for consultation for ivc filter removal. The plan at the time was to consider ivc filter removal in the future if the patient developed complications. Approximately six weeks later, the patient presented for another follow up for filter removal evaluation. The notes stated that the patient had not experienced any complications from the filter, but the patient wanted the filter removed after hearing about the ¿dangers associated with leaving in ivc filter in long term¿. The physician did not recommend ivc filter removal at the time. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, device unable to be retrieved with no documented attempts to remove the filter. The patient further experienced fear and anxiety related to the filter and reported that imaging showed the ivc filter struts have perforated through the ivc wall more than 2mm. The patient became aware of these events approximately six years and nine months after the filter was implanted.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) perforation. The patient reported becoming aware of perforation of filter strut(s) outside the ivc and device unable to be retrieved, without any documented retrieval attempts, approximately six years and nine months post implant. The patient also reports anxiety related to the filter. According to the medical records the indication for the filter placement was deep vein thrombosis (dvt) and multiple thrombo-emboli (pe) in both the left and right segmental and sub segmental branches of the lungs while on therapeutic coumadin. The filter was placed via the right internal jugular vein and deployed to the level of the renal veins. There were no immediate complications. Other diagnoses listed at the time; left lower extremity dvt, pe, coronary artery disease, type ii diabetes, hyperlipidemia, hypertension, and gastroesophageal reflux disease. Three days later the patient underwent stent placement to the right coronary artery, followed by stent placement to the left anterior descending artery the next day. Approximately six years and ten months post implant the patient underwent an abdominal CT scan for evaluation of the filter. Results of the scan noted that the filter is normally located within the ivc with the tip at the level of the renal veins, no tilt, and the filter struts show 2mm extension through the ivc wall. Approximately four months later the patient presented for consultation for ivc filter removal. The plan at the time was to consider ivc filter removal in the future if the patient develops complications. Approximately six weeks later the patient presented for another follow up for filter removal evaluation. The notes stated that the patient has not experienced any complications from the filter, but the patient wanted the filter removed after hearing about the ¿dangers associated with leaving in ivc filter in long term¿. The physician did not recommend ivc filter removal at the time. There is no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant images available for review the reported event could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) perforation. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant images available for review the reported event could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, there is specific evidence that the filter perforates the ivc wall. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.